Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with cut inlet tube and sample port connector. Visual inspection of the sample noted a slightly rough area on the tip of catheter (white colored area above murphy eyes) but no cuts in the silicone shaft. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the catheter balloon was measured (0.7180 inches) and found to be within specification (0.6 - 0.9 inches). The catheter was confirmed to be size 14 fr. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "(4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Event description:
It was reported that water leakage occurred during pretest.